Event description:
It was reported that patient underwent a rotator cuff repair utilizing anchors in 2009. During the procedure, two anchors fractured and the tip of one remains in the patient. There was no significant delay to the procedure as a result.

Event description:
It was reported that when a magnet was placed, all pulse generator function ceased. The patient turned cyanotic and had cardiopulmonary arrest. Cardiopulmonary resuscitation was initiated immediately. External leads were placed with resumption of pacemaker function. The patient was briefly unconscious. The pulse generator was in bvvi at 65 pulses per minute, and was replaced. It was noted that one month prior, the device was at elective replacement indicator.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode, due to a heavily depleted battery. The product code could not be downloaded. The battery voltage was at end-of-life (eol) due to normal battery depletion. After replacing the battery, the device functioned normally.

Manufacturer narrative:
Na.